Event description:
Reportedly, to treat the 50% occluded and moderately calcified lesion at distal of posterior tibial artery, the guidewire was advanced to the ankle. Upon removal, it was noticed that the tip was a little "chewed" up. Investigation of the guidewire returned to manufacturer on (B)(4) 2013, revealed breakage of plastic jacket and missing approx 10mm tip end.

Manufacturer narrative:
Investigation of device returned on (B)(4) 2013, revealed breakage and missing of plastic jacket approx. 10mm tip end, trace of the pull-apart breakage at the breakage site of the jacket. Coil was deformed but not broken. Lot history review revealed no anomaly relating to the reported event. With the investigation result, it is presumed that the distal end of the guidewire might be deformed when crossing lesion was attempted, and also caught by the lesion, where removal manipulation might be applied, excessive abrasion load might be given to the plastic jacket, resulting breakage of the plastic jacket. The plastic jacket broken apart could not be found out from the returned materials. Warning section of IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. There are patient risks when using any guide wire including those that may result from damage to or breakage of, the guidewire.